Event description:
The complainant reported that automated impella controller (aic) console failed to recognize two different impella pumps during a preventive maintenance. There was no patient involved or impacted.

Manufacturer narrative:
E1: name of initial reporter is unknown. D9 - date device returned to manufacturer unknown. The investigation into the aic -pump not detected issue has been completed. The automated impella controller (aic) was not returned for investigation. Imc logs are consistent with the complaint. Through the case start wizard, pump data failed to be read once pump was connected. Series of crc errors occurred, and an impella defective (error reading eeprom) alarm was issued every time pump was plugged in. The attempt of power-cycling failed to resolve the issue. Console was fully investigated and tested on an engineer bench. The failure mode that pump was unable to be read and the yellow alarm, impella defective, was reproduced. Impellatronic board was temporarily replaced with a known-good one and the issue was resolved after power cycling. The root cause of the yellow alarm was due to a defective impellatronic board. This report is being filed as part of a retrospective review of historical records.